Event description:
Customer reported after fluoroing several times that white/ black horizontal lines appeared as an image on monitor. No pt injury was reported.

Manufacturer narrative:
The service rep installed a single board computer upgrade release 29 per mfrs instructions. Tested functionality of sys. All esd precautions followed. Sys operates as intended at this time.